Manufacturer narrative:
On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial resection procedure on a right temporal tumor as the surgeon moved the mouse to go to the navigate screen, the mouse tracking was jittery and the monitors flickered. The navigation system became unresponsive and they tried to do a hard shut-down but were not successful. Another navigation system was brought in to complete the procedure. The medtronic representative was with the navigation system, outside of the operating room, and began troubleshooting. Switched the mouse usb ports, checked both monitor power supply and video connections, checked power supply and video splitter connections and confirmed there were no core files for the current date. The navigation system was re-booted, however, the issue could not be replicated. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 30 minutes. There was no impact on patient outcome.

Manufacturer narrative:
The software log files were returned and reviewed by a senior software engineer. The reviewed log files did not contain anything that would explain why the system's monitor was flickering. The software investigation was completed and was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. No further relevant issues reported.